Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) displaying an alarm message iab catheter restriction before use. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the vacuum calibration was around -365 out of range. At first the fse cleaned sm1 vacuum filter, checked the device but still problem still persisted. The vacuum filter need to be replaced. Fse replaced the vacuum filter sm1 and regulator vacuum calibration was within the range. The unit passed all functional and safety tests.